Manufacturer narrative:
Patient age, implant date and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. Patient weight is unknown.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.